Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequence related to this event? If yes please describe. In the event description it is states ¿insulator of the tip was peeled out¿. Was the insulation completely detached? Was the insulation only damaged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the insulator of the tip was peeled out.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2022 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0013m electrode was received with the tip coating charred. In addition, the black insulation was damaged and not all present, and not detached as reported. The most likely cause of this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Photo analysis: this is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows a megadyne electrode. A closer look at the electrode tip area, the black insulation appears to be damaged. No conclusion could be reached as to how this issue occurred through photo analysis.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.